Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there were no audio alarms; there were visual alarms. The device was in clinical use. There was no adverse event or patient harm reported.